Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast reconstruction with 400cc mentor memorygel breast implants experienced left sided rupture and right sided capsular contracture post procedure. The right implant was round, hard, and bothered the patient under her arm. The left implant seems to have shrunken and possibly moved. The surgeon performed and intervention in which fat was placed in the breast in order to fix undesirable appearance. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-09621 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. This event was found to be a duplicate of 1645337-2020-14212. All information has been populated into this file, and all further reporting will be performed on this file. Additionally, capsular contracture was noted in addition to the issues reported initially. This event was reported to the FDA under mw5096151. Manufacturer¿s reference number: (B)(4).